Event description:
The pt received inappropriate therapy due to noise on the ventricular channel. MFR technical services observed a large amount of non-physiologic noise on the ventricular channel. The MFR rep reported that the lead and ICD were explanted and will be returned for analysis.

Event description:
It was reported to st. Jude medical that the pt received inappropriate therapy due to noise and oversensing on the ventricular channel. St. Jude medical technical services observed a large amount of non-physiologic noise on the ventricular channel. Both the lead and device were explanted.